Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 564mg/dl. Troubleshooting could not be performed as mother did not have the insulin pump with her at time of call, and she will call back. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.